Event description:
Information received with return of the explanted device notes an output anomaly. Lead impedances varied from 420 ohms to 1300 ohms in bipolar and unipolar configurations. The leads tested at 420 ohms with an analyzer. The patient was pacemaker dependent. Therefore, the pulse generator was replaced.